Event description:
A surgeon reported a patient developed ocular inflammation two days following intraocular lens (iol) implant surgery. The patient had a sudden decrease in visual acuity. The anterior chamber and vitreous were white +++, tyndall ++; there was no pain and no redness. Per reporter, this event was more inflammatory than infectious. The patient was treated with medications. The cause of the event is not known. There are two medical device reports being submitted for this report. This report is for the viscoelastic.

Manufacturer narrative:
The customer reported three possible lots of products could have been used on this patient; they were 08b13d, 08g03l, and 08d01m. The most likely lot was either 08b13d or 08g03l. The actual lot used is unknown. Review of batch records on all three lots revealed they were all within specifications of the tested parameters which included chemical, microbiological and toxicological tests. There have been no other complaints reported in these lots of product. Additional information was requested and received.